Manufacturer narrative:
This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary #the full lead was returned, analyzed and the distal conductor was extrinsically distorted due to kinking/buckling.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The distal conductor was extrinsically distorted due to kinking/buckling. Visual summary analysis of the lead indicated damage at implant. The lead was received with a stylet in it. The lead's distal electrode was stuck inside the 90 degree junction inside the hemostasis valve. It was withdrawn after some pressure was applied with a stylet to push the lead tip back. The distal end of the lead has a distorted curve between the distal and proximal circuit electrodes.

Event description:
It was reported that the left ventricular (lv) lead was attempted, not implanted. The lead got stuck in the catheter and could not be removed. A different lead was implanted and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.